Event description:
While doing right craniotomy; surgical fellow using stryker tapered router drill bit (ref; 5407-fa1-015) lot: 23284017, core drill at 75000 rpm drilling into skull noticed drill bit broke into two pieces. Surgeon made aware of broke drill bit. Drill bit was recovered from patient's skull and surgeon and surgical fellow did not visualize any other fragments. Drill bit handed off field to circulator.